Event description:
Oversensing with inappropriate shocks received, could not measure impedance from lead. Oversensing with inappropriate shocks received. During lead revision could not measure impedance from lead.